Manufacturer narrative:
The surgeon suspects that there may be some radiolucency in the femoral component. There is no infection present. A revision surgery is planned to exchange the poly inserts and femoral component. Review of the device history record indicates the device was manufactured to specification.

Event description:
The surgeon suspects that there may be some radiolucency in the femoral component. There is no infection present. A revision surgery is planned to exchange the poly inserts and femoral component.

Manufacturer narrative:
It was initially reported that the surgeon suspected that there may be some radiolucency in the femoral component and that there was no infection present. It was reported after revision surgery that there was no loosening of the femoral component. The surgeon reported that the femoral implant alignment with the tibial tray was not optimal. A new femoral implant and tibial insert were successfully implanted. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was initially reported that the surgeon suspected that there may be some radiolucency in the femoral component and that there was no infection present. It was reported after revision surgery that there was no loosening of the femoral component. The surgeon reported that the femoral implant alignment with the tibial tray was not optimal. A new femoral implant and tibial insert were successfully implanted.